Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was within specification. The field service engineer (fse) replaced the syringe seals and pinch tubing, replaced all ise electrodes, cleaned the ises, performed sample probe adjustments, and verified vacuum and gear pump pressures. Ise checks were performed successfully. The customer performed calibration, qc, and precision testing successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 8000 ise 1800 module. The initial result was 172 mmol/l. The doctor questioned the result which prompted the customer to repeat the sample. The repeat result was 142 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The alarm trace showed ise noise, abnormal sample probe aspiration, and sample probe alarms. The investigation did not identify a product problem. The root cause of the event could not be determined.